Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -9.0/+1.0/x018. (B)(4). Method codes: evaluation method: lens work order search results codes: evaluation results: a lens work order search revealed there were no similar complaints within the work order conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer -9.0/+1.0/x018 diopter lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault. The lens was exchanged for a smaller length and similar diopter lens. This resolved the problem.